Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. The customer reported observing a small white plastic material adhered to the end of the needle. To support the investigation, the quality team received one sample with the blister packaging opened for evaluation. A visual inspection identified an epoxy drip on the needle approximately 7,8 inch from the top of the needle hub. No additional defects or abnormalities were observed. This condition could result during the assembly process if a jam were to occur at the cannulator. A device history record review was completed for material number 305180, lot 5303695. The review did not identify any quality issues detected during production of this lot that would have contributed to the reported condition, and no related quality notifications were found. All manufacturing steps and final inspections were performed in accordance with applicable specifications. Verification of the cannulator was also completed, the settings were confirmed to be correct and product flow was acceptable. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer reported condition is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that small white plastic adhered to end of needle.